Manufacturer narrative:
The device was received and no bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. There were no issues with the cannula that would indicate the device being dislodged. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase indicating a failure to deliver insulin. No damages or defects were found on the adhesive pad that would cause a failure to adhere. No defects were found along the adhesive welds. The cause of the failure to adhere could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 371 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. It was noted that the cannula dislodged from the site and was bent. Hyperglycemia treated by correctional bolus and applying a new pod.